Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/lobectomy procedure, bleeding occurred frequently. The bleeding was more than oozing bleeding, less than 200 cc, in a short period. The issue was solved by astriction. Tension was not applied on the blood vessel. The status of the patient was reported as no problem.